Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: sid's: 410619 and 410846.

Event description:
The customer reported a falsely decreased architect ivancomycin result on one patient. Results provided: 29sep2019 sid 410619 09/29/2019 = 1.36 / 26.47 / 25.15 ug/ml. New sample collected 4 hours later sid 410846 = 23.10 ug/ml. Normal range for vancomycin: (trough: 10 - 20 ug/ml; critical: >20 ug/ml). Initial result was reported out of the laboratory and questioned by the pharmacy as it did not line up with previous results; treatment had not been altered. Patient had been receiving vancomycin (initial specimen was a trough sample). Patient treatment was not provided based on the initial result. No impact to patient management was reported.

Manufacturer narrative:
A review of complaints determined that there are no trends for the product lot 07319a000 for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed to evaluate the performance of reagent lot 07319a000 and acceptance criteria was met, which indicates acceptable product performance. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ivancomycin, lot 07319a000.